Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. Due to the tear in the cannula, a leak in the fluid path was observed and fluid was unable to travel the complete fluid path. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the soft cannula damage contributed to the reported failure to deliver insulin. No damages or deficiencies were observed that could have contributed to the reported skin irritation of the infusion site. The exact cause of the reported skin irritation of the infusion site could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for not sure delivering insulin and for skin irritation when the pod was removed.